Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and b5. The information included in b3, and b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely that "error e216 was displayed" and "noise was generated and no image showed up" occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged (i.e. Disconnection) or a part mounted on the electrical circuit board (i.e. Integrated circuit chips and capacitors) was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the evaluated events. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the event occurred during the reprocessing stage.

Event description:
It was observed during device evaluation that the flex videoscope had image noise and did not produce an image due to a damaged charged coupled device cable. It was also observed that the device exhibited an e216 scope communication error due to a damaged charged coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.